Event description:
Customer reported that the provue reported a negative result for a crossmatch that was visually observed to be weakly positive. Customer observed the weak reaction when the gel card was brought forward since there were unused wells. No erroneous results were reported. There was no transfusion of blood based upon the result.

Manufacturer narrative:
Ocd field engineer was on site. There had been no issue with the instrument; the instrument was adjusted properly and was performing properly. The cell button was smaller than expected; this was caused by not the customer not centrifuging the segments to pack down the cells. The ocd field engineer discussed this with customer. (B)(4).